Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy, and has manual insulin injections if needed. There was no adverse impact to the customer¿s blood glucose level.